Manufacturer narrative:
Results: analysis of neurostimulator model 3058 serial# (B)(4) showed no significant anomalies. No output was present as received. Cleaning of the neurostimulator was needed before further output testing could be performed as there was foreign material found in the connector ports. After cleaning, the output was good and stable at all electrode pairs , across a 510 ohm load connected to the cut end of the lead. The setscrews were backed out too far but was suspected to have occurred during explant. Further visual inspection showed suspected cautery burn marks on the can. Analysis of lead model 3889-28, lot# v005244 showed that the conductor coils were crushed and broken 4.0 cm from the distal end of the lead (at or near the tines). The outer insulation was separated at butt joint (connector #0) and pinched 4.0 cm from distal end of the lead. Functional tested results indicated that there were short circuits between electrodes #1 and #2 at the location of the crushed conductors. There was also an open circuit found at electrode #3. Continuity was acceptable on circuits #0-2.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Lead model 3889-28, lot # v005244, implanted: (B)(6) 2006, explanted: (B)(6) 2011; programmer model 3037, serial # (B)(4).

Event description:
It was reported that the patient's implanted neurostimulator was not working. The patient had a battery and lead revision. Intra-op, the physician had to grasp the lead between two electrodes and crushed the lead near the third electrode. Post-op, it was noted that the patient was doing well with improved symptom relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.